Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was not implanted successfully due to damaged electrode end. It was indicated that there was a setscrew issue. This rv lead was never in service. No adverse patient effects reported.